Event description:
It was reported that the lead exhibited oversensing and low bipolar lead impedance of 255 ohms. It was noted that the patient was working on his car a few days prior, and sustained three to four shocks. Atrial sensing was 1.0 mv. With isometrics noise and oversensing were noted on both the atrial and ventricular channels. As the patient was pacemaker dependent, the lead was capped and replaced.

Manufacturer narrative:
Na